Event description:
While attempting to load a bariatric patient into the ambulance, the head end left wheel was not aligned with the vehicle and when the stretcher was raised to loading position the operator end of the stretcher began rolling to the patient's left due to the slope of the ground. While attempting to stop the roll and push the stretcher forward, the stretcher tipped over to the patient's right side. The patient was evaluated and no injury was reported. The incident report did note an allegation of injury to a medic in the nature of soreness and bruising and that medical evaluation was sought. No additional information was provided.

Manufacturer narrative:
The customer opted out of an evaluation of the stretcher as there was no allegation of product malfunction contributing to the incident. A followup inquiry was made to the customer and they confirmed the stretcher remains in service and it has been working properly following the reported incident.

Event description:
While attempting to load a bariatric patient into the ambulance, the head end left wheeel was not aligned with the vehicle and when the strecher was raised to loading position the operator end of the stretcher began rolling to the patient's left due to the slope of the ground. While attempting to stop the roll and push the stretcher forward, the stretcher tipped over to the patient's right side. The patient was evaluated and no injury was reported. The incident report did note an allegation of injury to a medic in the nature of soreness and bruising and that medical evaluation was sought. No additional information was provided.